Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user did not insert code ship. (B)(4).

Event description:
Consumer reported complaint for code chip error accompanied by symptoms. The customer is concerned with error and symptoms . The customer's expected fasting blood glucose test result range is undisclosed. The customer reports symptoms of feeling tired, confused and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/14/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is having a headache, feels tired and confusion. On the first follow up customer advised that her conditions have not improved and that she did not seek medical attention. On the second follow up customer questioned why we keep calling. We explained to the customer that we were concerned with how she is feeling. Customer then states that she has to go and then disconnected the phone.